Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a critical pump error alarm. Insulin pump went blank after battery change. Customer cleaned battery cap and pump remained blank. Customer's blood glucose was unknown.

Manufacturer narrative:
The insulin pump rewind properly, however unexpected seated at the beginning of the displacement test due to the force sensor damage by corrosion. Analysis was unable to perform seating, basic occlusion, occlusion, force sensor and displacement test due to corroded force sensor. The insulin pump was received with high active and sleep currents due to corroded electronic assembly. No critical pump errors were noted. The insulin pump was received with cracked case on the back at the battery tube area. The insulin pump was received with cracked keypad overlay at select button, minor scratched display window, case and keypad overlay texture damaged.